Event description:
It was reported that customer biomedical engineering stated they have a high level of upper pressure sensor errors that require repair. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an upper pressure sensor errors was not determined because no products or device logs were returned.